Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart, a cold reset was performed alarms after battery change. The customer's blood glucose value was unknown at the time of the incident. The customer stated they were unable to clear the alarm but were able to rewind the insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and unexpected restart alarm test. No unexpected restart alarm anomalies noted. (B)(4).